Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump time was inaccurate by 14 minutes. There was no adverse impact to customer's blood glucose. Tandem technical support assisted the customer with adjusting the time.